Event description:
It was reported the patient experienced pain and spent four days in the hospital following a lead replacement (refer to manufacturer¿s report #3007566237-2014-02881 for information regarding the lead replacement). The colorectal nurse suspected the device was not switched off prior to the surgery and the device¿s amplitude prior to the surgery ¿resumed,¿ causing the patient pain. It was noted the settings were adjusted with the clinician programmer. The patient recovered and was back on therapy. They were no longer in pain. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).